Manufacturer narrative:
The logs files submitted confirm the occurrence of the reported event, however based on the product not being returned, the root cause cannot be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, the workmate claris would keep on starting a new case and restarting the log which resulted in a prolonged procedure. Multiple troubleshooting efforts were attempted, but the issues remained. Although the patient experienced a prolonged procedure with extended sedation, there were no adverse consequences to the patient and the procedure was still completed. Further troubleshooting at a later time was able to resolve the issues and the system is functioning as intended.